Event description:
It was reported that during the procedure the stent migrated proximally upon deployment partially in an unintended site. This migration resulted in the necessity to deploy a second distal edge stent.